Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Visual examination of the returned product/provided pictures identified the battery pack was broken open, and there were pieces of batteries as well as gray/black debris from the battery throughout the sealed tyvek tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent damaged condition while still sterile sealed on the storage room shelf. The event timing was not during surgery. There was no impact to the patient as there was no involvement. Visual inspection of the product showed the battery pack was busted open and there were pieces of batteries as well as gray/black debris from the battery expulsion throughout the sealed tyvek tray. No further event information available at the time of this report. There is no additional information available.